Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the prgograsp forceps instrument's jaw was not working. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed upon opening the housing of the instrument that the pitch cable was found to be derailed at the clamping pulley. The pulley did not exhibit any wear. An additional observation not reported by the site was that the grip cable was found to be frayed at the proximal clevis hub. The clevis did not exhibit any wear. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.